Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Per the legal manufacturer, the e102 error occurred and the product was used without problems since the local staff informed the user of the warnings for the operating environment. Therefore, ithe legal manufacturer determined that there was no abnormality in the product, and that due to the user's operating environment, the ventilation grill was temporarily blocked by foreign objects; the temperature increased, and then the lamp extinguished, resulting in the occurrence of the e102 error.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that the device generated an e102 lamp outage error. There was no patient injury or harm, associated with the problem, reported to olympus.